Manufacturer narrative:
Patient¿s medications added: aspirin, omeprazole and crestor.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported, as a gore® excluder® aaa endoprosthesis contralateral leg component was being advanced through a 16 fr gore® dryseal sheath, resistance was encountered. Reportedly, the physician had difficulty advancing the device to the desired position for deployment due to the patient¿s tortuous anatomy. The physician was ultimately able to implant the device in a satisfactory position. Reportedly, during withdrawal of the delivery catheter back into the sheath, resistance was again encountered. Intra-operative imaging showed the sheath had become kinked. The physician was reported to have used force during withdrawal of the delivery catheter into the sheath. It was reported the leading olive had separated from the delivery catheter and was trapped within the sheath. The leading olive and sheath were removed together from the patient. The physician removed the sheath that contained the detached leading olive, and the procedure was concluded with no further issues. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure. Reportedly, both the device and sheath were discarded at the facility and therefore are not available for evaluation.